Event description:
The customer called and reported her sensor cannula may have broken. Customer's blood glucose was 217 mg/dl. During troubleshooting, after looking at the sensor, customer reported the cannula was not in tact and was unsure if it was still in the body. It was advised the sensor may have retracted. Customer was referred to healthcare provider for treatment and advised to change sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.